Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of blood leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the af pfa procedure, blood leakage was observed from the valve of the introducer sheath following the insertion of a guidewire. The introducer sheath was exchanged, and the procedure was completed with no adverse patient consequences.